Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the determined that the issue was due to the sync server being empty. A technical support specialist referenced the knowledge article (medstation es facility sync settings are blank) ran query and produced no output. The tss then rechecked the facility settings on the server. The sync settings began displaying correctly, and the query returned outputs. The tss then ran a bare tail test on the station to verify system operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating, and inventory updates were not occurring. A user restarted the unit; however, the device became stuck on a blue restart screen and did not complete startup. In healthsiteviewer, the device displayed statuses of "device not communicating" and "devices with download stopped." As a result, ob staff were unable to dispense medications from the pyxis, and medications had to be provided by the pharmacy. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.